Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient details were not crossing over two stations. A technical support specialist remoted into the server, fixed the problem, and stopped the station overrides to resolve the issue. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple patients not crossing over to the station. The customer stated that they had currently set the machine to critical override and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.